Manufacturer narrative:
The device was received for evaluation with the twist clamp in the closed position and a minicap attached. Visual inspection was performed and broken occluder legs were observed causing an internal leak through the set. Clear passage and clamp function testing were performed and no issues were observed. A leak test was performed using the returned mini cap and retested using an in-lab cap and no issues were observed. The reported iodine leak was not verified. The cause of the broken occluder legs is undetermined, however; exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was iodine leakage from a minicap transfer set despite the twist clamp being locked. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.